Manufacturer narrative:
Date of event should have been (B)(6) 2018 instead of (B)(6) 2018. The reported field event of premature battery depletion was confirmed. The device was interrogated on a programmer and the device was found to be above eol (end of life). Longevity calculations were performed based on the usage history and the battery depletion was determined to be premature. Further analysis was not performed. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. It was noted that the implantable cardioverter defibrillator was at elective replacement indicator. The device was explanted and replaced. The patient was stable before, during, and after the procedure.